Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient said they needed help to adjust their bladder problems. They are running to the bathroom again. Patient services asked when the symptoms started and they said maybe about a week ago. Checked patient's settings and their therapy was off. Walked them through turning therapy back on and increasing the stimulation. They will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient called back and stated they had some improvement to their symptoms but then a decline again. Also, the stimulation is somewhat uncomfortable for the patient near the side of their labia and they requested assistance changing programs. It was reviewed how to do so and stimulation was adjusted to a comfortable level. The patient will monitor their symptoms. The patient called back on 2022-05-17 when they received a letter from the manufacturer and were not sure what it is concerning or what it is about. The file number was confirmed. They did not understand the entire letter and said the questions don't make sense. They said don't send a letter next time, if there are questions call instead. They responded to the questions as follows: was the cause of the therapy being turned off determined? It is unknown. The patient doesn't know how the stimulation was turned off. Was the stimulation accidently turned off or intentionally? It was accidentally turned off. What steps will be taken to resolve this issue? On 2022-may-04, they turned stimulation on and increased stimulation. On 2022-may-09, they changed programs and adjusted the amplitude. On 2022-may-17, they increased the stimulation on the current program to where they felt stimulation and it was comfortable in the bicycle seat region. It was suggested the patient monitor their symptoms for a couple days and see if their symptoms improve. The patient's bladder is still acting up. Though when they called last week they thought it was going to get better but it didn't. Has this been resolved? The issue has not been resolved, the patient is still having bladder issues. If they go to the bathroom when they first have the urge they can make it, but if they wait a while they are running to get there. The patient makes it to the bathroom before a big disaster but it starts oozing out.